Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call on (B)(6) 2018, that they were hospitalized on two separate occasions due to a high blood glucose. Blood glucose at the time of first incident was unknown and blood glucose level at the time of second incident was 1000 mg/dl. The customer was wearing the insulin pump at the time of admission. Troubleshooting for high blood glucose wast performed and discovered issue was due to bent cannula. Auto mode feature was also in use at the time of incidents. The insulin pump will not be returned for analysis.